Event description:
During use of the device for a non-clinical activity, the user reported the clock on the central control monitor did not function as expected. The user reported the clock loses about three to four minutes a day, and that this is an ongoing issue. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.